Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported event. Upon further evaluation the cause of the reported issue was determined to be due to an incorrectly placed ferrite bead, which pressed down on integrate circuit, designator u1, on the analog pcb assembly. The pressure resulted in legs 8,9 and 10 of u1 to be crushed down, and legs 1 and 16 to lift. This caused a broken solder connection at both legs 1 and 16 to the analog pcb assembly , resulting in the device not being able to shock defibrillation therapy.

Event description:
The customer contacted physio-control to report that their device had displayed a wrench icon. Upon further evaluation, physio-control observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported event.